Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, the staff encountered error c-00 when turning on the erbe integrated electrosurgical unit (iesu). The reporter explained that this had occurred repeatedly, but did not provide dates for the other issues. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and the reported issue was able to be confirmed via logs and replicated during in-house testing, the unit immediately presented c-33/c-00 error upon startup. The probable root cause is attributed to a component failure.